Event description:
The audible alarm did not activate. The customer support engineer (cse) inspected the device, but was unable to duplicate the customer reported problem and replaced the main power switch and performed an adjustment to the battery terminals. Both services were performed as a precaution. The unit passed extended self testing. It is not verified that the audio alarm did not sound, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.